Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was unable to insert the stylet. Lead was explanted and replaced. Patient's condition was normal with no complications.